Event description:
Ventilator shut down while ventilating a patient. No harm to patient. Alternative ventilation source used.

Manufacturer narrative:
The ventilator was returned to the manufacturer with accessories. The separate accessory ac adapter (power supply) was found to be non-functional, with zero output voltage. So, the ventilator had been receiving zero electrical power from the wall ac source (thus the internal batteries had not been charging up). The ventilator itself was found to be functioning properly, including the alarms and power source / battery state indicators. The separate accessory ac adapter (power supply) was ten years old. The exact root cause of electrical loss inside the power supply could not be determined with certainty.